Event description:
The consumer reported using the product for five hours on his lower back. When the patch was removed, the consumer described redness, blistering and subsequent scarring in the area worn. Initially, the consumer attempted to treat his injury at home, but four days later he telephoned his pharmacist and was told to keep the area clean and dry. Seven days after the injury, the consumer consulted his doctor who administered a tetanus shot and prescribed an antibiotic as well as silver sulfadiazine. The doctor's notes for the consumer indicate second degree burns and mild cellulitis (no distress, redness, heat or discharge) and that the blisters are completely healed with exception of one blister that is healing well.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.